Event description:
A center director reported an intraocular lens (iol) was exchanged due to the patient being unhappy with the lens. In a follow up, the surgeon reported he does not feel the iol caused or contributed to the event. A lasik procedure was performed prior to the lens exchange. The surgeon stated the patient had vague complaints of glare and felt his vision was poor quality even though he measured 20/20 uncorrected before and after the exchange procedure. The surgeon reported the patient was lost to follow up.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have veen no other complaints reported in the lot number. Attempts have been made to obtain additional information. A completed questionnaire was received on (B)(4) 2012. (B)(4).